Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage; the up arrow and contrast keypad buttons required presses with increased force to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was intermittently unresponsive and required several presses to engage. No damage to the keypad was reported. No trauma or moisture in the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.